Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 2.2 hinges were damaged, and bearing was ejected from slides. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 2.2 hinges were damaged, and bearing was ejected from slides. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was stuck due to damaged hinges and a bearing ejected from the slides. A field service engineer (fse) opened and closed the drawer, allowing the customer to remove all medications and reloaded into other drawers. The drawers 2.1 and 2.2 were replaced due to a bearing cage failure. After replacement, diagnostics were performed, and the drawers were confirmed to be functioning properly. The system functioned as intended after the field service engineer repaired the device.